Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor coupling. The patient was trying to charge and couldn't connect to the implantable neurostimulator recharger (insr); the patient was told the best practices of antenna placement and the caller was able to charge but was only seeing four boxes. Their stimulation turned off and they almost fell to their knees. They were at work and could hardly stand very long without stimulation; they can't turn the stimulation on because it needs to be charged. The patient was walked through troubleshooting tasks but this did not resolve the issue. They reported they bumped the implant when they were walking at work and a swinging door hit her in the back. The caller was directed to followup with their healthcare professional to discuss the charging issues.